Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. A review of the source device service history record was performed beginning from the date of manufacture to the present date .the database showed a quality notification was opened for the source device. There was no correlation to the reported event. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was involved in a production failure and product was not returned for the servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was involved in a production failure which correlates to the customer reported issue. The tw complaint history review was completed and it was confirmed that multiple complaints were received with similar sn (B)(4). We will continue to monitor all complaints and failure modes for upward trending and take appropriate action as required. CAPA reference: (B)(4). The customer stated that there was no patient involvement

Event description:
(B)(4). 8015 sn: (B)(4) 600.6840 error. Informed bio med the 600.6840 communication error is not a true failure. It only indicates that the unit did not connect via wireless on the first attempt.